Event description:
Litigation papers allege he has suffered serious injuries to his body, was seriously and permanently injured and has required medical care attention and will continue to require medical care attention; he has suffered and will continue to suffer chronic pain, agony and is permanently, partially disabled as a result thereof and was otherwise injured and damaged.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege he has suffered serious injuries to his body, was seriously and permanently injured and has required medical care and attention and will continue to require medical care and attention; he has suffered and will continue to suffer chronic pain and agony and is permanently and partially disabled as a result thereof and was otherwise injured and damaged. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening, pain and elevated ion levels.